Manufacturer narrative:
Additional information was provided in h.3., h.6 and h.11. The used device with the lens was returned loose inside the carton. The plunger lock was in place upon return, and the lens stop was removed. The plunger was oriented correctly. Inadequate viscoelastic was observed inside the device. The plunger was located in the barrel of the device. The lens was present in the loading area. The lens appeared to have been slightly advanced to the far end of the loading area. The leading haptic was folded onto the anterior optic surface. The trailing haptic was extended backward, similar in appearance to the drag backward of a retracted plunger. The lens did not appear to be broken. The lens was removed from the loading area and cleaned with klotho-related protein (klrp) for further evaluation. The bent haptic relaxed and released from the anterior optic surface after cleaning. The anterior optic surface has a small scratched and cracked area near the optic edge. The posterior optic surface has an area that was scuffed, scraped, and cracked between the optic center and the optic edge. The observed optic damage may have been interpreted as the reported complaint. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The lens was damaged and returned inside the loading area of the used device. The lens damage may have been interpreted as the reported complaint. The root cause was most likely related to a failure to follow the instructions for use (IFU). An inadequate amount of viscoelastic was observed in the device. The IFU instructs: fully insert the ophthalmic viscosurgical device (ovd) cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the fill-to line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device. The lens displayed slight advancement within the loading area. The trailing haptic was also extended backward similar in appearance to the position after a plunger has been retracted. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company intra ocular lens (iol) with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, lens was broken. There was no patient contact and no patient harm. Additional information has been requested.